Event description:
After an implantation period of approximately 22 months, loss of capture due to lead dislodgement was reported. As the lead could not be repositioned during the revision procedure, it was explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
The pacemaker complained about and the leads complained about were returned for analysis. The pacemaker was thoroughly analyzed, which showed damage to the atrial threaded pin. It can be assumed that this was caused by strong external force impact during the operation. The pacemaker was normal and fully capable to provide therapy during the electrical analysis. The safio with the serial number 29686112, which was explanted due to dislocation, showed a twisted of inner conductor helix 1.5 cm distal of the is-1 connector pin, which was probably the result of over-rotation during retraction of the fixation. No other anomalies were detected. Subsequently, the safio with the serial number 49519874 was examined. The lead had been seriously damaged 2 cm distal of the is-1 connector pin. The insulation was torn off at this place, and the outer and inner conductor helix were stretched and deformed. These damages are most likely the result of the described force impact during the operation process. There were no anomalies found, especially at the connector pin, that could have led to the complaint. The manufacturing process of the devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. There were no material defects or manufacturing errors. In the course of the visual inspection, signs of abrasion with intact insulation could be seen along the lead. In addition, the inner conductor helix had been broken by over-rotation about 1.5 cm distal of the is-1 connector pin. Due to the broken inner conductor helix, no mandrin could be inserted into the lead during the mechanical analysis. Therefore, no test of the fixation mechanics could be performed. In addition, a measurement of the pacing impedance was not possible during the electrical analysis because of the fracture of the inner conductor helix. The outer conductor helix proved to be unremarkable during the electrical analysis.